Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to elevated sensing integrity counter (sic) and lead impedance variation. It was noted that there was an increase in the short v-v count and a sudden bipolar impedance jump. The rv lead remains in use. No patient complications have been reported as a result of this event